Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc221850e0, model: sc-2218-50e, serial: (B)(4), batch: 7103307.

Event description:
It was reported that the patients leads migrated. The patient underwent a lead pull procedure and was doing well postoperatively. The explanted devices were not returned.